Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 10 june 2016. The fse found that the customer had spilled serum into the loader. Serum had hardend so the x-2 axis would not work. The engineer freed up the loader from dried serum and cleaned. The fse then changed fuses with no result. Instrument then was working as normal after the fse changed the main board. Upgraded software to latest ver 2.51.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was the main board

Event description:
On (B)(6) 2016 a customer reported error 4181 s loader x2 home detect. The customer requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.